Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
There is no patient impact associated with this complaint. The patient reported to the sales department that her out-of-warranty pump was malfunctioning. She alleged that the pump was not delivering the proper amount of insulin. Customer support attempted to reach the patient multiple times without success; the patient has not responded to phone or mail requests to speak with her. According to the patient's file, she has received a new pump but has not returned the complainant pump. This complaint is being reported because of insufficient evidence to determine if the pump had a defect or malfunction with insulin delivery.